Event description:
In 2008, the patient reported the screen on his insulin infusion device is unreadable with none of the characters making sense. He stated the device still functioned properly and he is able to operate it by memory using the audible beeps. The patient stated, the issue started about 1-2 months ago and has gradually been getting worse. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.